Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 1 of 8 devices were returned for evaluation. We are awaiting the return of 6 devices. 1 device will not be returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customers.

Event description:
This report summarizes 8 malfunction events where a midwest e plus handpiece would not hold burs. No injury resulted in any of the events.